Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the second device. Customer returned 2 pst0625 files in an autoclave bag, lot number unknown. Both files were broken at approximately 9mm from the handle. Checked under microscope and found no defects other than the breakage. Customer did not return any unopened product to investigate therefore root cause of breakage is unknown.

Event description:
In this event it was reported that two profile rotary files broke during use in the same patient. The fragment was not retrieved, and the patient was referred to an endodontist.